Event description:
The user facility reported, after the saline bag was spiked, fluid leaked from the saline bag through the power box and all over the floor during a procedure. No medical intervention, no clinically significant delay and no adverse consequences.

Event description:
The user facility reported, after the saline bag was spiked, fluid leaked from the saline bag through the power box and all over the floor during a procedure. No medical intervention, no clinically significant delay and no adverse consequences.